Manufacturer narrative:
Device evaluation: no 5000r sample was available for investigation. The customer reported that the affected sample was from lot: 23048185 and that "the issue occurred when the end user attached a syringe to the smartsite, causing it to detach." As part of the investigation, the customer provided photographs of the affected sample; analysis of the images confirmed the customer's experience where the female luer adaptor (fla) was missing along with the smartsite piston. The details of this feedback were forwarded to the manufacturing site for investigation. Following a review of the manufacturing process, their analysis confirmed that part of the smartsite body had broken away from the component suggesting that the component had been correctly assembled. In this instance, a definitive cause for the customer's experience could not be determined during the investigation, no damage of a similar nature has been observed during the manufacturing process; however, as the plastic body of the smartsite had broken away, it is likely that an external force contributed to the customer's experience. A review of the production records for lot: 23048185 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 5000r product over the past 18 months.

Event description:
It was reported, smartsite, damaged component. The following was provided by the initial reporter: the issue occurred when the end user attached a syringe to the smartsite, causing it to detach. One unit from our article m18040 (charge number: mj001) was returned and inspected. During examination, the OEM smartsite luer lock valve (f5133) was found to be missing critical internal components, specifically the silicone piston and the polyurethane cap. Traceability review confirms that the affected f5133 component originates from your batch: 23048185. Our internal investigation has determined that the issue is isolated to the supplied ready-made component. A review of our manufacturing and testing records for article m18040 (charge mj001), comprising (B)(4) units, confirmed that all processes were performed in accordance with established procedures, with no deviations or anomalies observed. Additional information: exact date of event: 06-05-2026. Description of any patient harm, injury, complication, or negative outcome resulting from the event: no patient harm was reported.